Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinical with phrenic nerve stimulation due to the right atrial (ra) lead. Low sensing resulting in a loss of sensing was also observed on the ra lead. The physician suspects ra lead dislodgment. The event was resolved by reprogramming the device. The patient was in stable condition.